Manufacturer narrative:
(B)(4). The device was returned for analysis. The kink was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosed non-abbott stent located in the non-calcified, proximal right coronary artery (rca) and a de novo lesion located in the mid to distal rca. The balance middleweight (bmw) universal ii guide wire was advanced to cross the restenosed stent; however, became caught and after retraction the tip was observed to be kinked. A new bmw universal ii with the same lot number was used and successfully crossed the restenosed stent reaching the mid to distal rca lesion. The restenosed stent was treated with a 3.0 x 15 mm nc trek. The mid to distal lesion was predilated with a 2.5 x 15 mm trek followed by stenting with a 3.0 x 48 mm xience xpedition stent. Post-dilatation was performed and the procedure was successfully completed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.